Event description:
It was reported to the manufacturer that a vns pt had a short circuit condition of the vns lead. The pt was in the operating room for an end of service generator replacement and when the physician tried to interrogate the new generator with the existing leads he encountered low impedance error message saying resistance was less than 200 ohms. After troubleshooting the error message did not resolve, therefore the surgeon decided to replace the leads. After the replacement when the diagnostics were performed, results were within normal limits. Good faith attempts to obtain additional info regarding the reported event and explanted lead has been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.